Event description:
It was reported that an ilet user experienced a post-meal rise in blood glucose from 150 mg/dl to 252 mg/dl with trend arrows progressing from upward to leveling, and the user received education on insulin absorption timing and expected glucose response. Symptoms included no reported clinical symptoms. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting performed by customer care. Investigation of this case revealed no device malfunction identified and glucose levels began to stabilize during the call. It was concluded that the event was hyperglycemia with an unclear cause and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.